Event description:
Pt receiving IV antibiotics through central line. Nurse noted foreign article in tubing and infusion was stopped. All tubing, medication, and IV fluids were changed and replaced. Upon examining the original tubing, a rounded, hard piece of plastic was found in the tubing just above the clamp roller.